Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 17 unopened and 5 opened racepacks. Analysis and results: there are previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received 17 closed samples and 5 open samples with the needle detached from the thread, and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint justified: taking into account that the results of closed samples received do not fulfil the specifications of the OEM. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. Needle detached from thread very easy.